Event description:
Slow blood leak through needle soft tubing at hub connector resulting in moderate blood loss. On 16 gauge needle. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).